Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had bent cannulas. The customer had been experiencing high blood glucose and no delivery alarms. The customer also reported that at one point they were hospitalized with a high blood glucose was 600 mg/dl. The customer stated that their high blood glucose levels would vary, it could be 300 mg/dl, 400 mg/dl, or 450 mg/dl. They did not mention how they treated their high blood glucose. Troubleshooting was performed for the bent cannula. The customer declined troubleshooting for the high blood glucose. The device will not be returned for analysis.